Event description:
Same case as mfg# 2134265-2008-04233. It was reported that during a percutaneous translumenial coronary intervention procedure, withdrawal difficulties were encountered and a guide wire fracture occurred. The artery and lesion location and characteristics are unknown. The rotablator (rtw) floppy guidewire was used with a rotalink burr and advanced to the lesion. After the first ablation with the burr, it became stuck in the artery. Force was applied to the burr and attempts to withdraw were unsuccessful. The physician then activated the burr at 140,000 rpm's and the burr was successfully removed, however, the distal tip of the guide wire broke. The guide wire fragment remains in the patient. It was reported that no action was taken to resolve the event at that time, nor is it known if the event has been resolved. The procedure was completed with this device. Post procedure, the patient's condition was reported as "stable". No further complications were reported. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.